Event description:
The medical affairs specialist (mas) mailed a letter since the user could not be reached by telephone for further clarification. The pt contacted lifescan (lfs) in 2005 alleging that her meter displayed a redo check message. The pt experienced symptoms of frequent urination and vision problems. She tried to test on the meter and received a redo check message. The pt did not take any medication after attempting to use the meter. She visited the physician an hour later and the reading on the physician's meter was over 300 mg/dl. The pt received oral medication from her physician. The pt did not have a check strip with her to check the calibration of the meter. Customer care agent (cca) sent the pt a replacement meter and control solution. It would have been helpful to know the pt's diabetes regimen, how long the pt had been experiencing the redo check message and whether she experienced the symptoms prior to testing. Although there is insufficient information to suggest that the product meets the criteria for a meter malfunction, this complaint is being reported as an adverse event. The user experienced symptoms, alleged that she had to visit her physician due to the meter, and received "medication".